Event description:
Operating room staff reported that surgeon was utilizing a halo pks cutting forcep (5mm/33cm) device laparoscopically to cauterize tissue. Device worked appropriately when in contact with patient tissue, but once it was removed from patient's body cavity, the tips stayed activated even though the button used to activate the device was not depressed. Staff immediately removed device from field and replaced with an alternate device which completed the case with no further issues or complications. No injury to patient.======================manufacturer response for cutting forcep, halo pks======================product rep will be retrieving device from our facility for evaluation purposes.